Event description:
The customer reported that during a patient event, their device was not recognizing the connection of the defibrillation electrodes to the patient. The customer indicated that the patient was witnessed down by a relative then 911 was called. When the emts arrived on scene, the patient was unresponsive. The customer connected the defibrillation electrodes to the patient and the device but was unable to view a ECG rhythm on the device. The customer then connected the 3 lead ECG cable and was able to obtain the patient's ECG rhythm. The customer indicated that a back up device arrived on scene approximately (5) five minutes later. The patient's relatives did indicate that the patient had a dnr (do not resuscitate) order. The patient did not receive any defibrillation shocks during the event. After an evaluation of the electronic patient record, it was observed that the device was not placed into paddles lead, which is required in order to view the patient's ECG from the defibrillation therapy electrodes. It was however indicated through subsequent device testing, that the therapy cable assembly connected to the patient was showing an intermittent leads off condition. The patient did not survive the event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported intermittent device issue. Physio then replaced the therapy cable assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use. Physio-control performed a clinical review on the reported event and determined that the reported device issue did not contribute to the death of the patient.